Manufacturer narrative:
The reporter's strips were returned for investigation. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.8 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 6.4 inr and the result from a laboratory using stago neoplastin c+ regent was 4.4 inr. The therapeutic range was 2.0-3.0 inr. The interval of testing was requested but was not known.